Manufacturer narrative:
The two (2) electrosurgical generators and one (1) of the two (2) bipolar cables were sent for examination. The vio 3, lot number 11496365, was inspected and tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, the chronological data stored in the unit was evaluated. There were no error or warning messages. Finally, no anomalies were found in the device history record (DHR) of the involved device. The vio 3, lot number 11557605, was inspected and tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, the chronological data stored in the unit was evaluated. There were no error or warning messages. Finally, no anomalies were found in the device history record (DHR) of the involved device. The bipolar cable, lot number 207467, was returned and evaluated. The cable had been used or reprocessed 31 times with no apparent material or manufacturing defect. A visual examination of the cable revealed thermal damage (voltage breakdown) on the instrument-side connector. The cable showed clear signs of wear. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cable. Based on the reported incident, there are several factors involved in the event that could have caused cable voltage flashover (e.g., residual moisture, aging, mechanical damage, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event. Erbe USA is closing the file on this event.

Event description:
It was reported that two (2) incidents occurred with two (2) erbe bipolar cables during two (2) separate transurethral resection of the prostate (turp) procedures. In each incident, the erbe bipolar cable was used with an erbe electrosurgical units (esu/generator). The first incident involved an erbe vio 3, part number (p/n): 101600-000, lot number (l/n): 11496365. The second incident involved an erbe vio 3, part number (p/n): 101600-000, lot number (l/n): 11557605. It was noted that a storz resectoscope [part number (p/n): 27040bd, lot number (l/n): pl26] and a peromed loop [part number (p/n): 27040bd, lot number (l/n)] were used. No information was provided regarding any other accessory or esu settings used. In each incident, it was reported that a voltage flashover occurred on the resectoscope. The first incident noted that "no one was injured, but the patient experienced neuromuscular irritation (nmr)." The second incident occurred on (B)(6) 2025. There were no reports of any user or patient injuries.